Event description:
It was reported that six (6) hours after gastric sleeve / sasi (single anastomosis sleeve ileal bypass) procedure, the patient had 2 pints of blood transfusion due to hypovolemic shock caused by 1500ml endoscopic bleeding. A reoperation was performed to detect the bleeding source and stop the bleeding. The event reportedly extended hospitalization for an unknown duration. It was noted that during a procedure, the device had inadequate or partial despite evidence of energy delivery and end tones being heard. The seal reportedly showed evidence of energy delivery but bled at gastro-diaphragmatic vessels, back of the left pillars after cutting, and the sealing time of the vessel was observed to be short. It was noted that the jaws were cleaned approximately four times during the procedure.

Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, imf code was updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that six hours after gastric sleeve/sasi (single anastomosis sleeve ileal bypass) procedure, the patient had two pints of blood transfusion due to hypovolemic shock caused by 1500ml endoscopic bleeding. A reoperation was performed to detect the bleeding source and stop the bleeding. No massive transfusion protocol (mtp) was initiated. The event reportedly extended hospitalization for an unknown duration and was admitted to semi-intensive care unit. It was noted that during a procedure, the device had inadequate or partial evidence of energy delivery and end tones being heard. The seal reportedly showed evidence of energy delivery but bled at gastro-diaphragmatic vessels, back of the left pillars after cutting, and the sealing time of the vessel was observed to be short. It was noted that the jaws were cleaned approximately four times during the procedure.